Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvulo plasty (bav) was performed using a 20 mm non-medtronic (true) balloon. It was reported that the minimum diameter of the aortic annulus was 21.4 mm. The valve deployment was reported to have gone smoothly, without complications. The final gradient was 4 mmhg with no paravalvular leak (pvl). The patient was hemodynamically stable. A post deployment root angiogram was performed which revealed a type a dissection in the ascending aorta. The patient was completely stable, but was sent for a computed tomography (CT) evaluation. The patient was sent to surgery to repair the dissection. The valve was explanted and a surgical aortic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Additional information was received that the cause of the dissection is not known, but the surgeon who performed the repair suspects it was caused by the delivery catheter system when advancing up and over the aortic arch. The physician noted the patient's tissue was very friable and thin and that ¿it wouldn¿t have taken much¿ to have caused it. During the procedure the dcs tracked smoothly and there was no reason to think that any trauma was caused by advancing the delivery system. In addition, the valve was fully deployed on the first attempt and did not migrate post-deployment. Treatment included surgical repair of the ascending aorta and aortic arch replacement using a 26mm non-medtronic graft. The medtronic valve was explanted and a 23mm non-medtronic surgical valve was implanted. The patient was doing well and continuing to recover. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.